Manufacturer narrative:
Mfg site eval: preliminary review: product has not been received. Protocols and acceptance certificates were reviewed for the orders associated with this device. The quality documents show that the values obtained on the ball head were according to the specifications valid at the time of production. Review of complaint history of this lot number was completed and no further complaints are registered with lot number 51974783. The ball head properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect.

Event description:
Country of complaint: (B)(6). A 2.7 year post operative breakage of ceramic head. Original implant date: 2013. Date device broke: (B)(6) 2015. Revision: (B)(6) 2015. Broken implant: nk561, biolox prosthesis head 12/14 32mm m, lot 51974763. Additional components: nu107t trj stem standard 12/14 size 7 lot 51980654. Nv154t plasmafit plus cup size 54mm h lot 51960178. Nv204e vitelene insert h 32mm sym lot 51956743.

Manufacturer narrative:
The complained ball head was part of shop order (B)(4). Protocols and acceptance certificates were reviewed. The quality documents show that the values obtained on the ball head were according to the specifications valid at the time of production. We have checked the complaint history of this lot number and no further complaints are registered with lot number 51974783. The ball head properties and the microstructure as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre-existing material defect.